Event description:
The customer reported the system displayed a collimator iris error. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. A collimator connection was adjusted. The system was then found to be working as intended.